Event description:
A perc pin was placed in the patient's right psis. X-link was placed over roi. A 3d model was successfully created, and x-link was captured. The procedure started on the patient's left t10. Burr was batched and used for the left side t10, t11, and t12. Tap was then verified and batched similarly on the left side of t10, t11, and t12. The driver was verified and instrumented in the t10 pedicle, the same was done with each new screw for t11 & t12. Moving to the patient's right-side incisions were made, and then a landmark check was confirmed for the right side. Following the same workflow from the left side the right side was instrumented in the same manner batching instruments from t10 to t12. The screw for t12 was skipped on the right side due to the fracture area. Then the left lumbar side was started l1-l2 following the same workflow and batching of instruments, and then the patients' right side was instrumented with the same workflow l1-l2. Post-op c-arm fluoro, ap shots were taken, and the surgeon noted that the left side t10 & t11 screws were super medial to the pedicel. After a lateral shot was taken surgeon decided to remove and replace the t10 & t11 screws under c-arm fluoro. Neuromonitoring confirmed no changes in motor activity compared to pre-procedure measurements. A thorough analysis of several factors within the xvs system was done to ascertain their potential contribution to the inaccurate placement of the left t10 and t11 screws. Upon review of the available data, the possibility of a system malfunction, issues related to tool inaccuracy, and a platform shift have been ruled out. Several options have been raised as root causes although none of them can be proven- a movement of the vertebrae due to the fracture of the right t12 or movement of the vertebrae due to high-volume breathing movements. The investigation is still conducted, while additional information is being collected at the time of this case report.